Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to reservoir being in a poor location. However, the device was fully functional. During the procedure the existing reservoir was removed and new one was implanted, as that facilitated reimplantation. No information was provided about the patient's outcome.